Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of cracked with flickering picture was confirmed. Device evaluation found a crack on the charge coupled device (ccd) and flickering image was due to a faulty ccd. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation." The most likely cause of the reported issue was component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head picture was cracked and flickering. The issue was found during preparation for use, prior to sedation, and the unknown therapeutic procedure was completed with a similar device and without delay. There were no reports of patient harm.